Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported observation of system/ the console detected blood in the catheter was confirmed through investigational analysis. Device technical analysis: the polarx catheter was visually inspected in attempt to identify the cause for the blood detection error reported in the complaint. Visible blood was seen inside the balloon. The inner balloon was pressurized. A leak path was found in the outer balloon; there was a breach in the outer balloon that allowed fluid to ingress triggering a blood detection error. The inner balloon leak path could not be observed as the outer balloon line is occluded with blood. This occlusion prevents outer balloon inflation so the balloon could not be dissected without also damaging the inner balloon in the process. The location of the inner balloon breach could not be established. The outer balloon hole was located in the center equator region of the balloon. The distal end of the shaft was capped, and air was introduced into the flush lumen. Applying air did not inflate the inner balloon suggesting there is no guide wire lumen breach. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the polarx catheter hazard analysis was completed and confirmed that the event of system/ the console detected blood in the catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of cause not established as the location of the inner balloon breach could not be established.

Event description:
Reportable based on analysis completed on (B)(6) 2026. It was reported that a polarx fit catheter was selected for use during a cryoablation procedure. Upon preparing the polarx fit catheter (lot#37089614), the console immediately gave a "console detected blood in the catheter" error message. The device was inspected by the health care professionals and no issue was noted. The catheter was tried again and the error persisted. The catheter cables were inspected with no issue noted. A second polarx fit catheter (lot#37087176) was prepared for use and the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) were ablated successfully. When they went to deliver therapy to the right superior pulmonary vein (lspv), once again the 'console detected blood in the catheter' error code was encountered with the second catheter. A third polarx fit catheter (lot#37089614) was prepared for use and then the procedure was successfully completed with no adverse effects to the patient. However, returned device analysis revealed an inner balloon and outer balloon hole.